Event description:
Information was received that a smiths medical bci capnocheck ii capnograph monitor is unable to hold calibration when the battery is removed. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one bci monitor was received for investigation with a purple boot and its chargeable battery. A review of the DHR was also completed. During functional testing, the monitor was calibrated and readings were found to be within specification. However, after performing a factory calibration, the readings went down in the 50's. The main board and bench were both replaced as both were needed for the monitor to function correctly. Based on the investigation evidence, the complaint allegation was confirmed. However, the defective main board and co2 sensor had no clear evidence of physical damage, so it was unknown what caused their failure. The overall investigation problem source is also listed as unknown.

Manufacturer narrative:
Information was received that there was no patient involvement and no harm when the device issue occurred. Additionally, it was noted the event likely happened sometime in 2018 (month unknown) due to the customer stating "not sure of date but was within 2 weeks before we sent in the RMA request" regarding the incident date.